Event description:
Additional information was received indicating that there were perioperative antibiotics administered. The date of onset for the infection was unknown. The patient did not have meningitis. The primary location of the infection was the battery. It was the culture source. The organism cultured was staph. Antibiotics wereadministered and removal as treatment for the infection. The infection resolved and the patient was re-implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to an infection. No further information was provided. Follow-up has been requested to provide additional details surrounding the event. A supplemental report will be made available when this information is received.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4); product type lead. (B)(4).